Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: intracapsular rupture.

Event description:
Healthcare professional reported intracapsular rupture. Device status is unknown. The affected side is unknown.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: intracapsular rupture.

Event description:
Healthcare professional reported intracapsular rupture. Device status is unknown. The affected side is unknown.

Event description:
Healthcare professional reported intracapsular rupture. The device has been explanted. The affected side is unknown.

Manufacturer narrative:
Additional, changed, and/or corrected data.